Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿¿the device blocked after the insertion of the first anchor (the surgeon had to force a little bit for the anchor to go down), the surgeon has not used the device to implant the second anchor. The surgeon had the impressions that the internal "blade" which pushes the anchors was out of the "track". The surgeon had to change the technique.¿ t1, t2 and suture were returned. T1 had been previously freed from the delivery needle. The depth limiter was found attached. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended releasing or retaining of anchors. Pressure/twisting/flexing of the needle had wedged the actuator between the distal needle rails. Once the actuator was retracted, there was no mechanical fault evident. The device cycled and actuated repeatedly. T2 was deployed with no issue. The cycling and actuations were unhindered. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during the surgery the device got blocked after the insertion of the first anchor, the surgeon force the device to go down, this device was not used to implant the second anchor. The surgeon used another device to implant the second anchor. No significant delay was reported, back-up device was used to complete the surgery. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the device blocked after the insertion of the first anchor (the surgeon had to force a little bit for the anchor to go down), the surgeon has not used the device to implant the second anchor. The surgeon had the impressions that the internal "blade" which pushes the anchors was out of the "track". The surgeon had to change the technique.¿ t1, t2 and suture were returned. T1 had been previously freed from the delivery needle. The depth limiter was found attached. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended releasing or retaining of anchors. Pressure/twisting/flexing of the needle had wedged the actuator between the distal needle rails. Once the actuator was retracted, there was no mechanical fault evident. The device cycled and actuated repeatedly. T2 was deployed with no issue. The cycling and actuations were unhindered. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during the surgery the device got blocked after the insertion of the first anchor, the surgeon force the device to go down, this device was not used to implant the second anchor. The surgeon used another device to implant the second anchor. No significant delay was reported, back-up device was used to complete the surgery. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the device got blocked after the insertion of the first anchor, the surgeon force the device to go down, this device was not used to implant the second anchor. The surgeon used another device to implant the second anchor. Unknown if there was a delay, no patient injury or other complications were reported. Back-up device was available to complete the surgery.